Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. A broken pitch cable at the distal end is often caused by something else near the distal with no missing pieces and both cable crimps present. The complaint was confirmed by failure analysis. Additional observation related to customer-reported complaint included the instrument was found to have an excessive amount of dried residue around the clamping pulley cable groove for axis 6 and 7.

Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.